Manufacturer narrative:
No sample or lot number has been received for this report. This customer reported they have been experiencing sporadic low adhesion with 1683 tegaderm IV advanced securement dressings. Report #2110898-2017-00112 was sent to the FDA. In the initial report, the customer provided potential lot numbers for investigation by 3m. MFR 3m quality engineer investigated those lot numbers and no other complaints have been received for any of the lot numbers provided. For the first reported event, the customer also sent samples from their stock for evaluation. The samples were tested and the carrier, border and film adhesion were consistent with our product data for eto sterilized kits which would be processed through OEM kit manufacturers. The customer provided additional information regarding a specific infant who experienced loss and subsequent replacement of their PICC catheter on two different dates. The infant was reported as being very active and diaphoretic. Report numbers 2110898-2017-00132 and 2110898-2017-00133 were sent to the FDA today to capture these reported events. The customer did not accept offers for a site visit from a 3m clinical representative for assessment and discussion of product application and facility protocol.

Event description:
A nurse reported a female infant experienced dislodgement of a peripherally inserted central catheter (PICC) when a 1683 tegaderm IV advanced securement dressing was used for securement. The patient required a new PICC line placement.